Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male patient with an indication for impella cp support due to acute myocardial infarction and cardiogenic shock underwent impella cp insertion at approximately 05:00 on march 6. After transfer to the ccu, imaging was performed to confirm device position. Chest x ray revealed that the catheter had migrated outward by approximately 3 cm, resulting in the aspiration segment being only marginally within the left ventricle and oriented toward the posterior wall. The clinical team determined that optimal repositioning could not be achieved, even with advancement attempts. There were no noted anatomical abnormalities, no kinking of the catheter, and no evidence of patient movement that clearly contributed to the positioning issue. A comprehensive evaluation concluded that the device position was inadequate, and the impella was therefore removed. Surgical explant was performed by cardiovascular surgery at 15:00 on the same day. No replacement device was required, and the product was not returned for evaluation. The patient remained stable following explant. Based on available information, the event was associated with a shallow pump position that could not be corrected, leading to device removal. No patient harm was reported. Further investigation requires log file analysis.